Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that the collar was bent. The 75% stenosed target lesion was located in a severely tortuous and mildly calcified middle to distal right coronary artery (rca). A 2.5mm balloon was used followed by ivus. It was also noted that there was calcification within the superficial. A 7f guidezilla ii was placed and a 2.5mm non bsc stent was advanced through the guidezilla. The stent was pushed in the most severely tortuous area in mid rca, it was unable to cross. The collar appeared to be bend outward. The guidezilla was removed and the procedure was completed successfully with another manufacture's device. However, the device was unable to cross the lesion. In addition, the connection part of the device seems to bend outward. The procedure was completed with a different device. There were no patient complications reported.